Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection. No products were going to be returned as they were kept by the hospital's pathology department. A transvenous device system was implanted. No additional adverse patient effects were reported, and the patient has been doing well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.